Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), barlow's valve, and a significant lateral posterior prolapse for a mitraclip procedure. Due to the barlow's valve and significant prolapse, there was a lot of interaction with devices during the procedure. The first clip passed gripper check during device preparation and gripper orientation. There was a lot of device interaction with the prolapsed segment of the valve during positioning. After five grasping attempts, the posterior gripper could not lower. Troubleshooting was performed, such as; recycling the lock and retesting the grippers. The clip was removed and tested on the back table, and the issue persisted. Tissue was noted on the clip when the device was removed. The clip was replaced. One xtw clip was deployed. An xt was attempted to be implanted, but the clip opened during establish final arm angle (efaa). The clip slowly opened from 20 to 40 degrees , and then slowly to 50-60 degrees. Multiple troubleshooting attempts were performed. The clip was removed, which was noted to be difficult due to interaction with the grippers and shaft of the cds. Possible tissue damage occurred. After removing the xt, a loss of column was observed from the steerable guide catheter hemostasis valve. Additional aspiration was required, but the column could not hold. The sgc was replaced and an xtw was implanted. The mr was reduced to grade 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The reported difficult to remove (interaction with anatomy) could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. The reported difficult to remove (interaction with anatomy) appears to be related to patient morphology/pathology. The reported patient effect of tissue injury appears to be due to the difficult to remove (grippers interacted with anatomy). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one (1) fluoroscopic video was provided. The video was taken during active use of the third cds (reported device, lot 31213a1012) in which the steerable sleeve is positioned with the delivery catheter (dc) shaft partially extended. The clip is attached to the l-lock shaft of the dc and is grasped onto leaflets in a fully closed position of ~10° - 20° at the beginning of the video (00:00 mark). As the video progresses, the clip arms slowly open to ~60° - 70° (00:12 mark), presumably capturing the reported failed efaa check in which "the clip slowly opened from 20° to 40°, and then slowly to 50° -60°". The clip is re-closed (~ 00:20 mark) and then proceeds to slowly open again to ~60° - 70°. This aligns with the reported incident details that troubleshooting was performed by re-closing the clip and attempting efaa check again, but the clip continued to open. Therefore, the reported failed efaa (clip open - locked) is confirmed. The video provided does not capture removal attempts of the reported device (lot 31213a1012); as such, the reported issue of difficult removal (anatomy) cannot be assessed or confirmed. There are no other observations based on the video provided.¿.